Event description:
It was reported the insulin pump alarmed no delivery during manual prime. Customer tried three times and finally drops came out. Customer's mother stated there was a similar event on (B)(6) 2014. Customer's blood glucose was unknown. Customer's mother was advised to disconnect reservoir from the device. Reservoir and infusion set were disconnected and reconnected and insured connection was good by tugging on it slowly. Customer's mother pushed insulin and air bubbles through tubing with the plunger. Manual prime was performed and insulin did exit. Customer's mother was advised the device was working as designed. No leaks were noted. Customer's mother refused to perform high pressure test. Customer's mother was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.